Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The maryland bipolar forceps instrument was analyzed and found to have charring and localized melting on the out surface of both bipolar yaw pulley at the base of the grips. As a result of the damage, a section of the active electrode (grip) was exposed that would not normally be exposed. The instrument passed the electrical continuity test. A review of the procedure logs indicated that a monopolar instrument was used during this case.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Isi has not received the product involved with the alleged issue to perform failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that inspection after completing a da vinci-assisted surgical procedure identified damage om the maryland bipolar forceps instrument. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the customer indicated that the observation was thermal damage and it was identified during inspection prior to sterile reprocessing.